Event description:
This complaint is from a literature source: gracitelli mec, andrade-silva fb, zanesco l, assunção jh, kojima ke, silva js, neto aaf, malavolta ea. Proximal humeral fractures in patients over 60 years old: a randomized study of nonoperative versus operative treatment with locking plate. J shoulder elbow surg. 2025 sep;34(9):2165-2177. Doi: 10.1016/j.jse.2024.12.036. Epub 2025 feb 5. Pmid: 39921122. Objective/methods/study data: this prospective randomized clinical study primary objective is to compare nonoperative vs.operative treatment using a lp for displaced phfs in patients over 60 year old, measured by the constant and murley score at 24 months. Secondary objectives include comparing clinical outcomes using the individual relative constant score (ircs), the american shoulder and elbow surgeons (ases) score, and the single assessment numeric evaluation (sane) score at 3, 6, 12, and 24 months. Between january 2016 and november 2018, 177 patients were included in the study. The mean age under nonperative group were 69.1 with 33 female and 68.4 in operative group with 27 female. A traditional lp fixation technique was performed in the operativ group using a philos plate (depuy synthes, solothurn, switzerland). The mean follow-up were 24 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes, philos plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: philos plate/screws (qty 19). (N=1) one patient had a combination of osteonecrosis, screw cutout, and secondary screw protrusion, no intervention noted. (N=1) patient experienced both osteonecrosis and loss of tuberosity reduction, no intervention noted. (N=1) patient had a combination of loss of tuberosity reduction, loss of head reduction, and infection, no intervention noted. (N=1) patient suffered from secondary screw protrusion, no intervention noted. (N=2) patients experienced osteonecrosis, no intervention noted. (N=3) patients had loss of tuberosity reduction, no intervention noted. (N=2) patients had loss of head reduction, no intervention noted. (N=8) patients had rotator cuff tears, no intervention noted. Adverse event(s) and provided interventions possibly associated with unk - constructs: philos plate/screws (qty 1). (N=1) one patient had a combination of osteonecrosis, screw cutout, and secondary screw protrusion, no intervention noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.